Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot to the touch. It was also reported that the pdm is not holding a charge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.